Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed which showed that this lot passed both needle set torque testing and stylet to hub pull testing. Although several requests were made, no sample was returned for evaluation. Based on the available information, the complaint could not be confirmed, no root cause could be identified, and no corrective actions implemented. Teleflex will continue to monitor and trend for this issue. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during a code blue and after the ez-io needle was inserted, the nurse went to remove the inner cannula and the entire plastic hub broke off leaving the needle in the patient's right thigh. The needle was removed with plyers. The patient had one peripheral IV and then a second peripheral IV was inserted. The head charge nurse reports that the issue with the io needle did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the stylet hub and cannula hub were both returned detached from the stylet and cannula components. The stylet was returned protruding through the cannula. The presence of adhesive was observed in both hubs and metal components. No anomalies were noted. A review of the manufacturing records was performed which showed that this lot passed both needle set torque testing and stylet to hub pull testing. The process parameters for the adhesive curing process were also reviewed. There were no findings related to the reported issue and all parameter and acceptance criteria were met. The reported complaint that the cannula detached from the hub was confirmed. However, based on the available information, the root cause could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that during a code blue and after the ez-io needle was inserted, the nurse went to remove the inner cannula and the entire plastic hub broke off leaving the needle in the patient's right thigh. The needle was removed with plyers. The patient had one peripheral IV and then a second peripheral IV was inserted. The head charge nurse reports that the issue with the io needle did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during a code blue and after the ez-io needle was inserted, the nurse went to remove the inner cannula and the entire plastic hub broke off leaving the needle in the patient's right thigh. The needle was removed with plyers. The patient had one peripheral IV and then a second peripheral IV was inserted. The head charge nurse reports that the issue with the io needle did not contribute to the patient's death.